Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient was in-clinic for a device check when episodes of non-sustained ventricular oversensing were seen. Myopotentials oversensing were noted in real-time, and the oversensed signals appeared larger when the patient inhaled deeply. Programming changes were made, and patient will continue to be monitored.